Event description:
The screw mechanism broke off of locking pipe, which appeared to result from a solder joint failure. No sign of corrosion of excessive force could be noted upon visual inspection of the failed part, item was replaced by nucletron. Part is being returned to nucletron us under RMA.